Manufacturer narrative:
This file has been reassessed and is no longer reportable.

Event description:
It was reported that the device had a suspected mfg defect. No patient involvement was reported.

Event description:
It was reported that the device had a suspected mfg defect. No patient involvement was reported.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2019, to present date (B)(6) 2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a suspected mfg defect. No patient involvement was reported.